Event description:
Baxter reported an infusion pump that failed during patient use. The pump was reported to be infusing an unknown "chemical life support". The patient arrived to the cardiovascular intensive care unit (cv-ICU), blood pressure ("esbp") 83-85mmhg, when "all three channels ceased to function and a 'failure' appeared on digital screen". The patient required medical intervention and was reported to return of the operating room. The patient's condition is now stable. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics and diagnosis status, medical intervention required, medication involved, or set up and programming of the infusion device.